Manufacturer narrative:
(B)(6). The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional information will be submitted within 30 days upon receipt.

Event description:
As reported, during an interventional renal procedure, a palmaz genesis stent mounted on a 142 cm. Amiia 5.0 x 12 delivery system (sds) was delivered to the target lesion. After implantation, the physician attempted to post-dilate the stent (for stent crimp) and experienced some difficulty. Addendum: additional information received indicated that the physician attempted to post-dilate the previously implanted stent with the sds/balloon catheter but experienced inflation difficulty. A non-cordis inflation device was used. Another (unknown) balloon catheter (bc) was used to successfully post-dilate the stent. The procedure finished successfully. There was no reported patient injury. The product was clinically used and it will be returned for analysis. The renal artery target lesion was reported to be: a 95% stenosis, not calcified and mildly tortuous. There was no reported product issue reported during deployment of the stent. There was no damage noted to the product packaging upon inspection prior to opening. The product was inspected prior to use and appeared to be normal. The product was prepped properly according to the instructions for use (IFU) with no problems noted. The same inflation device used subsequently with other devices. No additional information is available.

Manufacturer narrative:
Additional information indicated it was unknown how many atmospheres were used in attempting to inflate the bc for post-dilation. No additional information is available. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
During an interventional renal procedure, a palmaz genesis stent mounted on a 142 cm. Amiia 5.0 x 12 stent delivery system (sds) was delivered to the target lesion. After implantation, the physician attempted to post-dilate the stent (for stent crimp) and experienced some difficulty. The physician attempted to post-dilate the previously implanted stent with the sds/balloon catheter but experienced inflation difficulty. A non-cordis inflation device was used. Another (unknown) balloon catheter (bc) was used to successfully post-dilate the stent. The procedure finished successfully. There was no reported patient injury. The renal artery target lesion was reported to be: a 95% stenosis, not calcified and mildly tortuous. There was no reported product issue reported during deployment of the stent. There was no damage noted to the product packaging upon inspection prior to opening. The product was inspected prior to use and appeared to be normal. The product was prepped properly according to the instructions for use (IFU) with no problems noted. The same inflation device was used subsequently with other devices. It was unknown how many atmospheres were used in attempting to inflate the bc for post-dilation. No additional information is available. The product was returned for analysis. A non-sterile sds rx gen. Amiia 5.0x12 142cm bc was returned. Per visual analysis the balloon was returned deflated and appeared to have been inflated. No other anomalies were observed. A leak test could not be performed due to a leakage noted in the balloon. Per sem analysis the external surface revealed scratches and abrasions that could be related to the balloon pin hole. The internal surface did not reveal any damage. No other anomalies were found during the analysis. A device history record (DHR) review of lot 15699866 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon- inflation difficulty¿ was confirmed through analysis of the returned device. The exact cause of the inflation difficulty was found to be a leakage in the balloon during analysis. Based on the information available for review, vessel characteristics (a rate of stenosis of 95%) may have contributed to the leakage as evidenced by abrasions noted on the outer surface during analysis. Neither the DHR review nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken.